Event description:
It was reported that during a da vinci assisted surgical procedure, a message to reboot or disable arm 3, along with error 31085 displayed on the screen. Technical support first instructed staff to inspect the usm carriage for any stuck pins, and staff reported that none were stuck. Technical support then guided the staff through a hard power cycle of the system, including breakers and emergency power off, but after reboot the system immediately entered a fault state again with error 31085. After staff confirmed with the surgeon that the next procedure could proceed using three arms, technical support guided the staff through the process of disabling arm 3. The procedure was being completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was confirmed and replicated. In logs, error 310 was found, indicating an interaction failure on accr, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed, where it failed during a power cycle with the same error 31085, replicating the reported event. Once testing was completed, the accr assembly was aba tested and verified to be the source of the fault. As a result of this investigation, failure analysis has concluded that the accr was identified as the root cause of the reported event.